Event description:
Tridil drip at 1cc/hr on infusion pump hung at 0700. Bottle empty (250 cc) at 1000. Visual inspection revealed tubing inserted correctly. Pump set correctly. No alarms or lights. Pt remained stable.